Manufacturer narrative:
Concomitant medical products: 459888, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. A new system was implanted a few days later. No further patient complications have been reported as a result of this event. It was further reported that a antibacterial absorbable envelope had been implanted a few weeks before the infection occurred.